Event description:
It was reported that the patient presented to clinic after receiving therapy. Upon review, the therapy was appropriate for vt, however intermittent undersensing due to low r-waves was observed. Also noted were multiple episodes of vf due to non-sustained lead noise. No inappropriate therapy was delivered. The noise was reproduced with isometrics. The patient noted that they felt symptomatic before the therapy for vt. Further evaluation is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.